Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2018 and mesh was used. During the procedure, at the moment of securing the mesh to the cavity, the flap of the mesh loosened. The doctor removed the mesh from the cavity and used another like device. There were no adverse patient consequences reported. No additional information was provided.